Event description:
It was reported that when the device was operated in monopolar mode, the end of the shaft was burned. This issue occurred on two devices. There was no patient involved.

Manufacturer narrative:
D10. Concomitant products: 176643, 176643 endo shears ii (lot p5c1232). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's distal end where the shaft meets the jaws was burnt. It was reported that when the device was operated in monopolar mode, the end of the shaft was burned. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the device is actuated over on obstruction, which results in damage to the cutting edge in the form of nicks. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.